Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the circuit board and power connector of the unit were damaged. There was no patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and no visible foam particles were observed. Secondary findings observed such as and the unit cannot be powered on in order to collect the error log/error numbers/blower and machine hours/software version.device circuit board and the connector of the unit were damaged. The device was scrapped.